Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and pacer testing, all while using the returned accessories, without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with the customer report. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.